Manufacturer narrative:
Refer to regulatory report #2649622-2015-13367. The referenced report captures then issues pertaining to the lead. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported there were signs of infection observed on (B)(6) 2015 around the implantable neurostimulator implant site and the lead insertion site, where they incised to extract the fractured lead. It was noted the infection was related to the procedure. The patient visited the hospital complaining of pain. The wound site was opened and cleaned and antibiotics were administered. The patient was hospitalized to be monitored. As the wound remained opened, it was to be sutured. The patient&#38112;target disease was fecal incontinence. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). The tined lead, 3889-28, interstim,us 28 cm was returned and analysis confirmed the allegation. Evaluation determined that standard investigation is needed because it was reported that during implant a wire from inside the lead was exposed and two electrode detached. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because the issue occurred due a procedural non-conformance due to the abnormality with the tip of the lead introducer sheath in which case it would be expected there would be lead damage. (B)(4). The accessory 355018 interstim peripheral ne was returned and analysis confirmed the allegation. Evaluation determined that standard investigation is needed because it was reported that during implant the introducer sheath was difficult to insert into the patient and there was difficulty inserting and withdrawing the lead due to a problem/abnormality with the tip of the sheath. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record (B)(4)- lead introducer sheath damage. The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes the report there was a problem/abnormality with the tip of the sheath which was confirmed with analysis. (B)(4). Evaluation determined that there was no allegation of a device failure, but standard investigation is needed because the event was determined to be reportable to a regulatory body. The source information indicates a potential relationship between the adverse event(s) reported and the device therapy. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report the patient had an infection and pain. Concomitant products: product ID: 3889-28, lot# va0ypnk, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 355018, lot# w60214, product type: accessory. (B)(6). (B)(4).

Event description:
Additional information received from the healthcare provider reported the lead fracture was not severe and the patient recovered. The tip (electrode conductor) of the lead was fractured. Detailed information on the fracture lead was unknown. The procedure was completed with the use of a new lead conductor. The infection was severe due to prolonged hospitalization for treatment, but the patient recovered on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the wound infection persisted even after the stimulator and lead wire were removed so the patient was currently going to the hospital.

Manufacturer narrative:
Concomitant product(s): product ID: 3889-28 ,lot# va0ypnk, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 355018, lot# w60214, product type: accessory. Product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported the neurostimulator "only was explanted" at outpatient and the lead remained in the patient body. The procedure to treat anorectal anomaly was completed. After that, it took time to position the lead due to lead interruption/disconnection. The patient was alive with injury. It was not known if the issue, which was not severe, resolved at the time of the report.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0ypnk, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID: 355018, lot# w60214, product type: accessory; product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 ,lot# va0ypnk, implanted: (B)(6)2015, explanted: (B)(6)2015, product type lead, product ID 355018, lot# w60214, product type: accessory, product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6)2016, product type: lead (B)(4) for the report of position the lead due to lead interruption/ disconnection. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on 2016-08-03, the lead was removed from the patient body. As there was not much effect to improve the patient's underlying disease, a new device system was not implanted afterwards. No further patient complications have been reported as a result of this event.